Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 250 mg/dl. For treatment, the patient received intravenous (IV) fluids and insulin. The patient also was given 2 doses of a unknown antibiotic. The pod was worn between 36 and 48 hours on the arm. The pod was removed and discarded. The patient was discharged after 10 days.